Event description:
This event occurred outpatient during a case where patient underwent CT [computed tomography] ablation in CT/ir [interventional radiology] procedure room under general anesthesia. The drager atlan/a350 anesthesia unit was in use before the start of the procedure, patient was intubated and stable on the machine. A red box was noted on the ventilator screen stating battery failure. Seconds later the ventilator turned off completely. The provider had no time to troubleshoot the cause of the battery failure before the ventilator turned off. The provider used an ambu bag attached to wall oxygen to ventilate the patient until a new ventilator could be moved into the room. The patient remained stable. After further investigation the machine failure has been narrowed down to a suspected defective backup battery. The manufacturer was contacted for both product support and for quality reporting because there wasn't obvious notification of lack of power supply and the abrupt failure of the machine.